Event description:
A surgeon reported a pt with a hyperopic refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the event continues and the pt is "not unhappy' with the outcome. He indicated the device did not cause/contribute to the event and there was no medical or surgical intervention required to treat the event. The lens in the capsular bag without posterior capsule specification (pco).

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. Additional info has been requested. (B)(4).